Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/31/2025, it was reported by a sales representative via (B)(4) that an abs-10061t prp kit was causing a light sensor to not calibrate. During a prp spin, the machine repeatedly indicated that the light sensor could not be calibrated. A second machine was brought in and was giving the same reading. We opened a new prp kit and transferred the patient's blood into that machine was able to process that sample. Noticed during a case and able to be completed successfully.